Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of low results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 80-125mg/dl fasting. Verified the strips expired 9/18/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: 1:118mg/dl (B)(6) 2015 05:31:00 am fasting:yes. 2:61mg/dl (B)(6) 2019 05:13:00 pm fasting:yes. 3:72mg/dl (B)(6) 2015 11:55:00 pm fasting:yes. 4:111mg/dl (B)(6) 2015 05:41:00 am fasting:yes. 5:29mg/dl (B)(6) 2015 09:04:00 pm fasting:yes. The customer is concerned with the result of 29mg/dl in the meter's memory. The customer date and time on the meter is incorrect. He compared his meter with another device and the truresult is reading lower.